Event description:
During surgery, the drill was dull and drilling of the bone took more time than usual. The drill looked wear.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.